Manufacturer narrative:
A complaint was received regarding the draeger resuscitaire where the customer states that the overhead heater sparked above the patient. There was no adverse patient impact or injury reported. It was confirmed that some of the sparks landed on the bassinet and not on the patient. It is unknown which part of the overhead heater sparked. A draeger technician went onsite and evaluated the device. The technician found that the heater element pulses more than expected when turned on. The front end of the heater element appeared to be burnt on the cable connection to the main element. It was also observed that the front end has a more prominent black spot on the element. As a precautionary measure, the draeger technician replaced the heater. The heater was returned for investigation and evaluated by this investigator. The heater was received in good physical condition with no discoloration from heat stress. The heater had a date code of 0122 indicating the heater was produced in (B)(6) 2022. The heater resistance was measured with an ohm meter to be 65.8 ohms. The heater resistance specification when cold is 62.23 ohms. Root cause of the sparks could not be determined as the returned device did not show evidence that it supported the customer's claim. The heater was replaced as a goodwill measure to resolve the issue. No further issues have been reported.

Event description:
It was reported that the users observed electrical sparking inside the device. It was confirmed that this did not lead to an injury for the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the users observed electrical sparking inside the device. It was confirmed that this did not lead to an injury for the patient.